Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that not all of the leads were connected and thought maybe only one lead was working. The right atrial (ra) lead and left ventricular (lv) lead remain in use. No patient complications have been reported as a result of this event.